Event description:
It was reported that a tdxsp-cg powered wheelchair would unexpectedly go into control inhibit after tilting. If the uses tapped the right side of the joystick, the chair would come out of the tilt.